Event description:
It was initially reported that during a procedure for treatment, the tip of the injection gold probe fell off inside the pt. The tip was retrieved and another unit was used to complete the procedure. The pt's condition was reported as fine. Upon evaluation of the device by this MFR, it was found that the needle guide tube was also detached from the device. The tip was not received for analysis. The portion of the device was returned for analysis was found to meet all specifications. Co is unable to determine a failure mode for the device. A lot history review showed no other complaints for this lot number. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between this device and the reported event.